Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device. Review of the device history record for this lot did not produce any findings relevant to this report. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the clip was fired into the common femoral artery, it is believed hemostasis was not achieved. After the device was removed a "baseball" sized hematoma developed. Manual compression was applied for 15 minutes to resolve the hematoma and achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.